Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. The device wasn't sent back for an exactly investigation. Following report is only based of the analysis of the histroy data log files. During the analysis of the history log files, the used infusion therapy could be detected and comprehended. It could detected that the infusion therapy was interrupted by an air rate alarm, 6 hours before the therapy will be finish. The device history file contains no exact information for this air rate alarm. Based on the device history file the infused volume was to this point in time correctly. Summarized that means based on the excerpt out of the device history file no technical malfunction of the pump could be detected. The complaint could not be confirmed, because a malfunction based on the device history file could not be detected.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in singapore): "chemotherapy completed 6 hours earlier"